Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) was confirmed. As received, the belt failed incoming functional testing. Upon investigation the v2 (transient voltage suppressor) component in ECG c was shorted on the ECG board. The cause of the test failure was the shorted component. The shorted component may have contributed to the noise that resulted in the arrhythmia alarms. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned belt sn (B)(4) and reported that the patient was receiving frequent arrhythmia alarms due to noise/artifact.